Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in clinic on (B)(6) 2024 for a routine follow-up and the backup batteries (ebb) were noted to be expiring and both were exchanged. On (B)(6) 2024 after a self-test, the patient noted ebb fault alarms and returned to the clinic. The lights on the system controller screen were noted to be dim. The system controller and ebb were exchanged in clinic. Log files were submitted for review and captured the replacing of the ebb on (B)(6) 2024. The log also captured ebb faults on (B)(6) 2024 due to a failed load test.

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event backup battery fault alarms was able to be confirmed, however, the reported event of dim leds was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, the 11v backup battery (serial number: (B)(6) was returned for analysis. A log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days (14jun2024 ¿ 20jun2024 per timestamp). Backup battery fault alarms due to the backup battery not passing load tests were intermittently active from (B)(6) 2024 at 16:37:24 - on (B)(6) 2024 at 12:37:13. The alarms did not clear in the log files. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The backup battery underwent functional testing and passed. The batter was connected to a mock loop and was able to operate a pump with no alarms active. The battery functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation, a corrective and preventive action (CAPA) has been initiated to further investigate backup battery fault alarms without a known root cause. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for usesection 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.